Event description:
Outbound. Patient reports no disposable alarm while using pre-filled 100 ml cassette with flow stop x 2. Both with lot number 4096396. One had given 17.65 ml and the other 4.5 ml. No further details provided.